Event description:
A customer reported that their t: slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging. The customer was expected to call back with results after attempting the solution, but no follow-up occurred, leading to the case being closed if no response was received by the next day.